Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that at 14:41 the system rebooted during use on a patient. It is unknown to the user if the ventilation continued. After the restart the screen froze and became inoperable. After the user restarted the device via the main switch the screen was working again. No injury reported.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. The infinity acs workstation nc consists of two main parts which operate mostly independent of each other. The ventilation unit vn500 performs the ventilation and the cockpit c500 is the main display and allows for user input. Based on the log entries it could be seen the c500 performed a restart on (B)(6) 2018 at 2:41. The ventilation was not affected and continued with the current parameters. As reported, the device was switched off by the user at 2:46. Based on the log entries stored during this time frame no root cause could be determined. The temporary deviation was solved by the user switching the device off and on again. The device permanently analyzes and verifies its proper function. In case of a temporary deviation of the c500 it initiates a restart in an attempt to solve the issue and reset the micro processing system to a specified state. The vn500 is not affected by a c500 restart and continues ventilation with the current settings. Safety relevant parameters such as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display on the vn500 wherein the user can observe the on-going ventilation.

Event description:
Please refer to the initial-report.